Manufacturer narrative:
The following fields have been updated: device available for eval? Yes returned to manufacturer on 12sep2023. Investigation summary. Material #: 368774 lot/batch #: 230104 bd received 16 samples for investigation. The samples were evaluated by functional testing for troponin t values and thrombin strength (titer), and no issues were observed relating to erroneous results as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin that there was erroneous results. The following information was provided by the initial reporter. 1) how many inversions are done to the sample after collection? Two discrepant readings occur with repeat measurements from the identical tube. The reproducibility of the values is not given.

Event description:
It was reported that while using the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin that there was erroneous results. The following information was provided by the initial reporter. 1) how many inversions are done to the sample after collection? Two. Discrepant readings occur with repeat measurements from the identical tube. The reproducibility of the values is not given.

Manufacturer narrative:
The manufacturing location for this product is OEM sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number, h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.